Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation and the reported issue was confirmed. During visual inspection, the hardened solvent ring was observed on the tubing, which suggests sufficient solvent was applied. The length of the tubing insertion was also measured with no abnormality observed. Therefore, no assignable root cause could be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(4) that the male luer of a catheter extension set was separated from the tubing. There was no patient injury or medical intervention necessary. No additional information is available.